Manufacturer narrative:
Pt. Info.: unknown/not provided (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The account reported suction did not hold leading to decentered cut, partial flap with a patient interface on the left (os) eye. There was no loss of best corrected visual acuity (bcva). Patient has elected to have photorefractive keratectomy (prk) later this month. From (B)(6) 2022: bcva od: distance 20/ (pre-op20/20) os: distance 20/ (pre-op 20/20).